Event description:
It was reported that during a surgical procedure as the physician attempted to utilize coagulation on the evac 70 xtra plasma wand, the coagulation function would not activate. Details regarding the completion of the procedure, technique or products used were not provided. However, no patient complications reported as a result of this event.

Manufacturer narrative:
The lot number of the arthrowand was not available; therefore, no manufacturing or expiration date could be provided in this report.